Manufacturer narrative:
Correction: MFR report# correction: the initial report was submitted with the incorrect number 2521402-2024-00283 in the manufacturer report number field. The correct report number is 2521402-2026-00283. This report has been identified as b. Braun medical internal report number (B)(4). One contaminated sample in open packaging was returned for evaluation. The sample was decontaminated and then leak tested, and no leakage was detected. To replicate the reported defect of the air-in-line alarm on the pump, the sample was attached to the pump and then tested by running therapy while staggering the flow rate throughout the therapy. No alarms occurred during the testing of the returned sample. A measurement of the outer diameter of the pump segment tubing was taken and found to be 0.152 inches, which meets the specification of 0.152-0.154 inches. The reported defect was not confirmed. Based on the evaluation, the samples met internal specifications, and no product deviations were identified. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: after priming blood tubing, air in line. After getting air out via syringe removal of blood. Air from bag to filter and air after port on blood tubing. Air found in piv connected tubing. Blood removed from tubing via syringe. Air removed from piv. Blood given via syringe.